Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). No explanted products were returned for analysis. The patient was given IV and oral antibiotics and the infection has cleared. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection is yet to be substantiated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates that the infection had cleared.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-05043, 1627487-2023-03849, 1627487-2023-03850. It was reported that the patient had an infection at the lead site. The patient was given IV and oral antibiotics.